Event description:
It has been reported that the optipac cement stays rather liquid for a long time after mixing. No known adverse event was reported.

Manufacturer narrative:
This is a combination product (B)(4) this follow-up is to relay additional information. The following sections were updated : b4, g3, g6, h6, h10 no other complaint on cement paste too long setting time was recorded on the batch since ever, and no other complaint on cement paste too long setting time was recorded on the reference from jun 1, 2021 to aug 26, 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign, health professional - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the optipac cement stays rather liquid for a long time after mixing. No known adverse event was reported